Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Doctor reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was below 30 mg/dl and they were hospitalized. Doctor declined to troubleshoot the insulin pump and hung up.